Event description:
Info received indicates after the bed is raised all the way up, it will drift down in 24 hours.

Manufacturer narrative:
The technician isolated the issue to the hi/low drive brake spring. He replaced the brake spring to repair the bed.